Event description:
The customer stated that her meter was reading in decimals. She didn ot understand that her meter was set in mmol/l. The customer also stated that e5 was remaining on the display screen and she could not use the meter. The customer did not allege any adverse events. The meter was returned for evaluation in 2006.